Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during a routine follow up CT scan, the left limb was found to be occluded. There were no obvious signs of compression or kinking. The limb occlusion was likely due to poor arteriotomy closure or a coagulatory issue with the patient. The physician performed a fem-fem bypass resolving the occlusion. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (occlusion). Patient's condition affected effectiveness of device (anatomy related; poor arteriotomy closure or a coagulation issue with the patient). Evaluation conclusion: known inherent risk of a procedure (occlusion). Device failure/lack of effectiveness related to patient condition (anatomy related; poor arteriotomy closure or a coagulation issue with the patient).